Event description:
Hamilton t1 510016 - went into safety ventilation while on a patient resulting in ventilator to stop ventilating. Ventilator alerted by alarming a different alert and visually flashing safety ventilation. The respiratory therapist immediately removed the patient from the vent and began bagging. No harm was done to the patient.